Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7083847.

Event description:
It was reported that following an implant procedure, the patient was experiencing severe stomach pain. The physician believed it was procedure related. The patient underwent explant procedure. All explanted device components will not be returned as they were not released by the facility.